Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and voluntary recall. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and voluntary recall. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: red particles on the surface shell and deformation, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Additional, changed, and/or corrected data: a.4., d.7., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture baker grade IV and voluntary recall.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and voluntary recall. Device has been explanted.